Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 4. On (B)(6) 2024, non-osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain and swelling. No further patient complications were reported.

Manufacturer narrative:
Attempt #2 - follow-up email sent to (B)(6) - requesting implant info.